Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) patient "was hospitalized and drained 50 pounds of fluid". The patient was connected to the amia device at the time of the event. The cause of and treatment for the event were not reported. The nurse requested a swap of the device. Renal therapy services initiated a swap of the device. Action with pd therapy was not reported. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Internal and external visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed there was no therapy data available in sharesource from (B)(6)2024 to (B)(6)2024 (reported occurrence date). A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.